Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens. Postoperatively, the pt reports seeing halos and expressed difficulty with night driving. Additional info has been requested.

Manufacturer narrative:
.